Event description:
On (B)(6) 2012, the lay user/patient in the (B)(6) contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the apply sample message. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests five times a day and manages her diabetes with an unspecified type of insulin five times a day (5 units at breakfast time, 6 units at lunch, based on her blood glucose reading she may take 2 units a 6 p.m., 7 units at approximately 7 p.m., and 12 units before bed. When the patient's blood glucose reading is over "10mmol/l", the patient will increase her insulin 1 unit per 3 mmol/l over. The patient's blood glucose range is between "5-8 mmol/l". The patient confirmed that the alleged issue occurred on (B)(6) 2012, at approximately 6:15 p.m. (Just before her one hour exercising class). Prior to the start of the reported meter issue, the patient indicated her blood glucose readings throughout the day (august 29) were normal; however, the patient does not recall what her last blood glucose result was before the alleged meter issue occurred. Since the patient was going to be exercising for an hour and reportedly was not able to obtain a reading (with the subject meter) before her class began, the patient confirmed she consumed food soon after. Subsequently at an unspecified time after class, the patient confirmed she developed hyperglycemic symptoms (blurry vision, weakness, and tiredness). The patient confirmed when she arrived home (at approximately 8pm) she obtained a blood glucose reading of "22mmol/l" with a secondary device, and instead of administering her usual evening dose of 7 units, the patient confirmed she administered 11 units of insulin and consumed less food as self-treatment. The patient indicated her symptoms improved approximately two hours later. During troubleshooting, the csr verified the patient was using the correct test strips at the time the alleged issue occurred, the patient was using the correct testing technique (per owner's booklet recommendation), and the test strip completely drew in the patient's sample. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on the same day with the following finding: the test strips passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The primary complaint was confirmed. The meter failed testing due to contamination; pa found cotton/ fiber in the test strip port. In addition, the spc was also dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.